Event description:
While attempting to place PICC line into left upper extremity there was difficulty removing the wire. A small portion of the wire broke off and was unable to be removed. Wire will be left in.